Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that the patient presented to the hospital with an infection and skin erosion at the device pocket site. It was noted that the pocket was red, swollen, and ulcerated. The physician indicated that the pocket ulceration was the likely cause of the infection. The pacemaker, right atrial (ra) lead, and right ventricular (rv) lead were explanted on (B)(6) 2026 and subsequently replaced on (B)(6) 2026. The patient was in stable condition throughout the procedure.